Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir lip ring coming off last week and the reservoir came out of the pump while she slept and blood glucose went high. The blood glucose was 308 mg/dl at the time of the incident and current blood glucose was also same. The device will not be returned for analysis.